Event description:
Plaintiff alleges the development of immediate hypersensitivity to latex as a result of exposure to the gloves extractable allergenic proteins. Further alleges suffering severe pain and suffering, incur future expenses for medical care and treatment and will suffer wage loss and loss of earning capacity. In addition has suffered and will in the future suffer mental strain, emotional stress and the loss of the emjoyment of the life. Plaintiff husband alleges the loss of support services, and companionship of his wife.